Manufacturer narrative:
(B)(4).

Event description:
A power-on-reset (por) condition was reported on the patient's device following exposure to electromagnetic interference sources in the workplace. The pt was retired and has not been able to use the device for 3 years. He had assumed the battery in the device had died and since he was not having any pain, he did not bother to get the device checked out. The pt recently had some surgeries and now had pain in his legs again so he came into the healthcare professional's clinic to get the device check out. The battery was not near end-of-life (eol) and had a voltage of 2.94. Impedance measurements were normal. It was noted that he could not adjust his stimulation but this was because of the por condition the device was in . The por was cleared and the pt was reported as getting good coverage for his pain.